Event description:
International affiliate reports that inspection of a returned loaner kit found the tip of the polyaxial screwdriver had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the poly scw driver shft, cannultd [product code: 2867-20-000, lot no: ui0311] noted that the tip of the driver had been snapped off. The second half of the tip was not provided for evaluation as the driver was found inside a returned kit with a broken tip. No indication of the broken tip was present. No other defects or anomalies were observed during evaluation of product. A review of the device history record (DHR) for the xpdm di intermedt castle tight [product code: 2797-22-550, lot no: 0210nt] was conducted with no issues identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released in 2 parts on 3/22/11 and 3/28/11 accomplishing all quality requirements. A review of the trend analysis found no observed trends for issues of this nature. The root cause cannot positively be determined as the circumstances of the case and use are unknown. Therefore, in the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.